Event description:
Event description guidant received information that the proximal atrial setscrew of this implantable cardiac resynchronization therapy-defibrillator (crt-d) was stuck during lead revision. Attempts to secure the atrial lead using a guidant torque wrench were unsuccessful. The setscrew was eventually secured to the atrial lead with use of a nonguidant wrench.

Manufacturer narrative:
Resulting rate/sense impedance measurements were elevated at 1600 ohms. Sensing and capture were acceptable. The physician has elected to monitor the system, as the impedance remains within the acceptable range. Event details will be updated should more information be received.